Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and the hub came apart when dilator removed. The hub came apart into 4 sections once the dilator was being removed. Those sections were the outer clear housing (remained attached to the handle), orange base of the hub, white gasket and a clear disk (all of which came away with the dilator). No air entered the patient's body. Blood return was noted and the doctor used their finger to plug the back of the handle until the sheath could be replaced. The amount of blood was unknown but was "small, not significant, no required intervention". The sheath was replaced. The procedure was continued. No patient consequences were reported.